Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device, but according to the rptr, the device alarmed "connect electrodes" and would not allow the device to be charged. A backup defibrillator/monitor in the rescue vehicle was used and no adverse effects to the pt were reported as a result of the alleged malfunction.